Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level of 548 mg/dl. Customer was reporting symptoms related high blood glucose such as feeling weak. Customer did not feel ok to troubleshoot for high blood glucose. The auto mode feature was active at the time of incident. Insulin pump had leaked, customer stated when they removed the infusion set, the cannula was bent and the area around it was wet with insulin. The insulin pump will not be returned for analysis.